Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid rca. It is reported that fifteen days post initial implant that the patient suffered a sudden death. Investigator reported that the patient wasn't feeling good at home and the patient's general practitioner came by. While the general practitioner was present, it is reported that the patient went into atrial fibrillation. The general practitioner attempted to resuscitate, but the patient died at home. It is not assessable if the event was related to the study stent. Investigator has indicated that death was associated with a mi.

Manufacturer narrative:
Inherent risk of procedure, (death, mi)